Event description:
It was reported it was not possible to interrogate the device at all even after trying several different programmers. The device was replaced. It was also noted the patient underwent cardioversion for af. The device was interrogated before and once more after the cardioversion with the same results. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.